Event description:
It was reported that the unit black section of the cutting blades had chipped. It was reported that this issue was discovered by spd at the account.

Manufacturer narrative:
Investigation in progress but not yet complete.